Event description:
In 2006, the pt was treated for a left subclavian thoracic aortic aneurysm. Prior to the aneurysm repair, the pt underwent a carotid subclavian artery bypass in-order to treat the aneurysm. A gore tag thoracic endoprosthesis was deployed proximally and intentionally covered the left subclavian artery. The completion angiography verified patency of the graft and exclusion of the subclavian aneurysm. On the following month during a follow-up eval, a postoperative computed axial tomography scan revealed that the original proximal tag device had kinked and folded into the aneurysm sac. This caused a type I endoleak. One month later, a re-intervention took place to resolve the issue. In-order to place the device, a bypass graft from the right to the left carotid artery was necessary. Once the bypass procedure was completed, a gore tag thoracic endoprosthesis was deployed distally with sufficient overlap. A completion angiogram showed the device had obtained adequate seal, repaired the device collapse and excluded the aneruysm. The pt tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork is being conducted. Additional device implanted in the primary procedure tg4015/#04253556. Additional device implanted in secondary procedure tg4015/#04266529.